Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive alinity I total b-hcg result on patient. The following results were provided: on (B)(6) 2024, sid (B)(6) = 111.729 iu/l, repeat on another alinity = < 2.3 iu/l. No impact to patient management was reported.

Event description:
The customer reported a false positive alinity I total b-hcg result on patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 111.729 iu/l, repeat on another alinity = < 2.3 iu/l. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I processing module, 03r65-01, irving, tx to alinity I total b-hcg reagent kit, 07p51-20, longford, ireland. MDR number 3005094123-2024-00453 has been submitted and all further information will be documented under that MDR number.